Event description:
Healthcare professional reported left side seroma and discomfort. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation: visual analysis of the photographs identified: seroma-late: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Additional observations: red encapsulation was observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ seroma-late: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. Additional observations: ¿ brown particles observed the outer surface of the device. ¿ creases were observed. ¿ two openings observed on radius side assessed as surgical damage.

Event description:
Healthcare professional reported left side seroma and discomfort. Device has been explanted.